Event description:
It was reported that an 840 ventilator went into inoperable condition after the power cord became disconnected, vent cannot get in to service mode and unit displays vent inop gui timeout. The ventilator was not in use on a patient at the time the issue occurred the covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to swap the bd cpu pcb. Tse mentioned that this unit is a mature product no longer serviced or supported; customer acknowledged. Customer reported that this vent will be retired and repair was not authorized. The service engineer (se) was not authorized to service the device. Therefore, the repair cannot be verified.